Event description:
It was reported that acartridge did not fit onto the pump. Customer changed the cartridge to resolve the issue and resumed insulin delivery. Customer¿s blood glucose was 240 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.